Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis and hospitalized. The patient also reported being very sick and that they almost died. Upon follow up, the pdrn stated the patient presented to the hospital with severe abdominal pain and cloudy effluent fluid on (B)(6) 2022. A peritoneal effluent fluid culture and cell count were collected, white blood cell count over 10,000 and polymorphs were reported at 97%. The patient was initially treated with intravenous (IV) rocephin and vancomycin, dosages, frequency, duration not provided. The patient¿s culture results returned as pasteurella multocida on (B)(6) 2022 and the patient¿s ip vancomycin was discontinued. Per the pdrn, causality was attributed to one of the patient¿s multiple cats chewing through the liberty cycler tubing. The patient underwent removal of a non-fresenius pd catheter and a permanent hemodialysis (hd) catheter was surgically implanted. The patient has been transitioned to hd. The patient tolerated the transition well and is recovering from the events. The patient remains hospitalized pending an outpatient dialysis clinic schedule. The pdrn reported the serious adverse events were not caused and/or contributed to by a fresenius device(s) and/or product(s). Additional information was requested however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted hospitalization, antibiotic therapy, and transition to hd therapy for rrt. Per the pdrn, causality was attributed to one of the patient¿s multiple cats chewing through the liberty cycler tubing. Per the pdrn, the serious adverse events were not the result of a fresenius device(s) and/or product(s) deficiency or malfunction. Pasteurella bacteria are known inhabitants of the upper respiratory tract in felines and can be transmitted to humans through direct and indirect contact. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency and/or malfunction caused or contributed to the serious adverse events. Those individuals undergoing pd therapy are known to be at high risk for infections of the peritoneum.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis and hospitalized. The patient also reported being very sick and that they almost died. Upon follow up, the pdrn stated the patient presented to the hospital with severe abdominal pain and cloudy effluent fluid on (B)(6) 2022. A peritoneal effluent fluid culture and cell count were collected, white blood cell count over 10,000 and polymorphs were reported at 97%. The patient was initially treated with intravenous (IV) rocephin and vancomycin, dosages, frequency, duration not provided. The patient¿s culture results returned as pasteurella multocida on (B)(6) 2022 and the patient¿s ip vancomycin was discontinued. Per the pdrn, causality was attributed to one of the patient¿s multiple cats chewing through the liberty cycler tubing. The patient underwent removal of a non-fresenius pd catheter and a permanent hemodialysis (hd) catheter was surgically implanted. The patient has been transitioned to hd. The patient tolerated the transition well and is recovering from the events. The patient remains hospitalized pending an outpatient dialysis clinic schedule. The pdrn reported the serious adverse events were not caused and/or contributed to by a fresenius device(s) and/or product(s). Additional information was requested however to date has not been provided.